Manufacturer narrative:
This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during distal bone preparation phase at a real intelligence cori assisted tka surgery, the burr was removing more bone than planned. After measuring with a caliper, the depth measured ~1mm more than planned. After physically analyzing one (1) real intelligence robotic drill, it was noted that the burr was not fully seated inside of the drill. They proceeded to recalibrate the drill, without error. The procedure was resumed after a non-significant delay using the same device, and no injuries were reported as a result.

Manufacturer narrative:
Internal complaint reference: (B)(4). The real intelligence robotic drill, part number rob10013, serial number (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. Refer to the real intelligence cori for knee arthroplasty user manual (500230, rev g), section assembling the robotic drill for proper set up and handling. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with an improper assembly process. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Additional information: d5, d7a, d8, d10, h8 corrected data: b1, e1 (initial reporter name), h1, h6 (health effect - impact code, medical device problem code).

Manufacturer narrative:
Internal complaint reference: (B)(4). Reported device was returned for evaluation. Sections d9, h3, h6 and h11 were updated. H11: results of investigation: the real intelligence robotic drill, part number rob10013, serial number (B)(6), used for treatment was returned for evaluation. The reported problem could not be confirmed with a visual inspection. Nothing was identified visually that contributed the reported problem. The reported problem was not confirmed with a functional evaluation. The complaint drill was connected to a functioning cori console. A kpc test was performed with no failures. A tka test was then set up and completed with no errors. The depth of the bur extension from the point of the drill guard was measured with a ruler and it was observed to be accurate. A complaint history review was performed by part number and similar complaints were identified. A review by lot/serial number was performed and no similar complaints were identified. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. Refer to the real intelligence cori for knee arthroplasty user manual (500230, rev g), section assembling the robotic drill for proper set up and handling. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, no reasonable contributing factors could be identified based on the received complaint information and investigation results. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.